Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device with download stopped and affected the pulling time of medication. A field service engineer (fse) connected to the stations listed in the download stopped notifications in health sight viewer. The time synchronization issue with the server was resolved. It was then found that the stations had disappeared from the hsv notifications. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es users experienced issues related to incorrect system timing. The affected time impacting medication pulls times. In health sight viewer, multiple devices appeared under devices with download stopped, with each shown time discrepancies corresponding to the minutes noted. This issue seems to be affected the medstation display time. Additionally, when accessed the medstation, the last server communication timestamp does not match the transfer start time. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.